Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: evaluation revealed a scratched display lens. A dim / pink display was found. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed a dim/pink display. This report is made based on results of investigation completed on (B)(6) 2015.